Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection, had a sticky trigger and it was observed that the device had a loose knob. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service history review: a service history review was performed which indicated that the device was serviced for a service condition that is relevant to the current complaint and/or service process findings. The service condition related to the loose turn knob is due to a design issue and is currently covered under a CAPA. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation it was confirmed that the device had a sticky trigger. The assignable root cause of the loose turn knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining analysis codes was determined to be due to component failure from wear. Service history review: a service history review was performed which indicated that the device was serviced for a service condition that is relevant to the current complaint and/or service process findings. The service condition related to the loose turn knob is due to a design issue and is currently covered under a CAPA. UDI:(B)(4).